Event description:
It was reported that there was noise on the right atrial (ra) lead channel of this cardiac resynchronization therapy defibrillator (crt-d) system. There was oversensing of this noise which resulted in stored atrial tachy response (atr) events. Technical services (ts) noted that this had been occurring since initial crt-d implant and was most likely due to patient arm movements. No adverse patient effects were reported. Currently, this crt-d system remains in service. According to additional information, this crt-d system was delivering high-rate pacing at 130 beats per minute (bpm) from the ra lead. Once the minute ventilation (mv) rate response feature was turned off, the pacing stopped. Ts found that the impedance of the ra lead was variable. No adverse patient effects were reported. Currently, this crt-d system remains in service.

Event description:
It was reported that there was noise on the right atrial (ra) lead channel of this cardiac resynchronization therapy defibrillator (crt-d) system. There was oversensing of this noise which resulted in stored atrial tachy response (atr) events. Technical services (ts) noted that this had been occurring since initial crt-d implant and was most likely due to patient arm movements. No adverse patient effects were reported. Currently, this crt-d system remains in service.

Event description:
It was reported that there was noise on the right atrial (ra) lead channel of this cardiac resynchronization therapy defibrillator (crt-d) system. There was oversensing of this noise which resulted in stored atrial tachy response (atr) events. Technical services (ts) noted that this had been occurring since initial crt-d implant and was most likely due to patient arm movements. No adverse patient effects were reported. Currently, this crt-d system remains in service. According to additional information, this crt-d system was delivering high-rate pacing at 130 beats per minute (bpm) from the ra lead. Once the minute ventilation (mv) rate response feature was turned off, the pacing stopped. Ts found that the impedance of the ra lead was variable. No adverse patient effects were reported. Currently, this crt-d system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.